Event description:
Symptoms resolved the day after injection.

Manufacturer narrative:
Additional data:

Manufacturer narrative:
Concomitant medical products: effexor. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "angioedema", and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm vollure¿ xc in the lips. There was no adverse effects at time of injection, "patient did not even bruise". The same day the patient experienced "hugely swollen upper lip and beginning lower lip swelling". Patient was "diagnosed with angioedema." Hcp treated the patient with hylenex, benadryl 25 mg, celestone 6mg im; orapred dosepak po. The symptoms resolved on the same day.